Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed power error detected 3 times as well as insulin flow blocked. The customer¿s blood glucose level was 174 mg/dl at the time of the incident. The customer changed their set 3 times after the alarms. Troubleshooting was not completed and did not resolve all the issues. The customer also had a bent infusion set cannula. The insulin pump will not be returned for analysis.